Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller did not have the pump at hand and was instructed to call back for further troubleshooting. No additional information was received regarding the outcome of the event.